Manufacturer narrative:
The manufacturer report number 3005099803-2023-05764 is related to the same patient. Relevant information for each device will be captured accordingly. Block h6: imdrf device code a0510 captures the reportable event of a carrier retraction problem.

Event description:
This manufacturer report pertains to the first of two devices used in same procedures. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation (sslf) procedure performed on (B)(6) 2023, for the treatment of prolapse. During the procedure, it was reported that the suture needle was not caught in the cage, and the needle holder would not retract into the device. Additionally, the suture also wrinkles up on the top with a little loop. The procedure was completed, and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The manufacturer reports numbers 3005099803-2023-05763 and 3005099803-2023-05764 are related to the same patient. Relevant information for each device will be captured accordingly. Block h6: imdrf device code a0510 captures the reportable event of a carrier retraction problem. Block h10: the returned capio slim device was analyzed, and it was found during functional test that the needle was released without any difficulty. Also, the carrier was able to move in and out. After deploying the carrier, the cage was able to catch the suture. Therefore, the reported complaints of "cage failure to catch the needle", "carrier retraction problem" and "suture failure to release" are not confirmed. With all the available information, boston scientific concludes that after analysis, it was determined that the needle was released without any difficulty, the carrier was able to move in and out and the cage was able to catch the suture. Therefore, the probable cause selected is "no problem detected." A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
This manufacturer report pertains to the first of two devices used in the same procedures. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation (sslf) procedure performed on (B)(6), 2023, for the treatment of prolapse. During the procedure, it was reported that the suture needle was not caught in the cage, and the needle holder would not retract into the device. Additionally, the suture also wrinkles up on the top with a little loop. The procedure was completed, and there were no patient complications reported as a result of this event.